Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported per user facility maude report form, mw5084066 that a patient underwent a hysterectomy procedure on an unknown date and an absorbable hemostatic powder was used. The pharmacist stated: hospital has gone approximately thirteen to fourteen months without a hysterectomy organ space infection. The product came into use in 2018 and there has been an increase in reported infections from absorbable hemostatic, non-collagen based surgical powder. There was an unknown adverse event to the patient. No additional information was provided.